Event description:
Per oos, this system was removed due to infection. Only the crt-d was returned. Setrox s 45, (B) (4), MDR 1028232-2010-00225; linox sd 65/16, (B) (4), MDR 1028232-2010-00226; bsx 4542, (B) (4).